Event description:
During endoscopic retrograde cholangiopancreatography the tip of the jagwire guidewire sheared off. The physician attempted to retrieve the wire with a basket and balloon unsuccessfully. While the physician was attempting to remove the jagwire guidewire the tip fragmented into several smaller pieces.